Manufacturer narrative:
(B)(4). This complaint was opened to document a patient who developed peritonitis. Root cause for the peritonitis was not identified due to insufficient information available. A batch review was conducted for suspect lot numbers: h11b25067, h11c31089 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the caregiver reported the following. On an unreported date, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, the patient was hospitalized for the peritonitis. The patient recovered and was discharged on an unreported date in (B)(6) 2011. The action taken with dianeal therapy was not reported. Concomitant medications were not reported. The consumer believed the peritonitis was caused by an unknown reason. The consumer did not provide an opinion on causality for the event of peritonitis in relation to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.